Event description:
It was reported that the round tip of wand fell off in the patient during a hip arthroscopy. Metal now showing in patient, may now need a further operation to remove fragment of metal.

Manufacturer narrative:
The returned device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrodes/screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. Most of the screen is detached. The insulation on the shaft is damaged and compromised. There are no manufacturing abnormalities visually observed with the returned wand. The device was functionally tested on a known good controller and performed as intended on the remaining stubs of electrodes at ablate and coag settings. The complaint was verified and the root cause could not be determined with certainty as the device was extensively used. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: extended ablation, use of power level settings above the recommended default levels, or vigorous use against bony surfaces. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.